Event description:
A (B)(6) female who underwent a transvaginal mesh procedure with placement of mesh in the anterior and posterior compartments with preservation of the uterus. She subsequently developed mesh erosions in both compartments as well as uterine prolapse.